Manufacturer narrative:
Corrected block: h6. Updated block: d10. Per the field service representative, the sales representative went to the account and replaced the occluder head.

Manufacturer narrative:
The reported complaint could not be confirmed. The device has reached its end of service life so no further testing and/or repairs could be done by the service repair technician. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: event date.

Event description:
Per clinical review: on (B)(6) 2020 during a cardiopulmonary bypass (cpb) procedure, the team had an incident with the venous occluder. The team initiated cpb with the use of the venous occluder without issue. During the procedure, the clinician stated that the occluder was not working as expected. The team does not remember if there was an error message. The team opted to not exchange the module with another during the procedure and used manual clamps. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss associated with the event.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the occluder to function as intended. There were no observed issues.

Event description:
It was reported that the occluder head was not working as intended. No other details regarding the nature of this event were provided.